Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited gradually increasing shock impedance from 65 ohms to out-of-range at 125 ohms. (B)(4) technical services (ts) suggested continued monitoring and to consider a commanded shock test if the impedance reaches 150 ohms. This product remains in service. No adverse patient effects were reported.